Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Two days prior to index procedure patient underwent initial angioplasty of the right coronary artery and ostial lad. During this initial angioplasty there was implantation of a resolute onyx des (3x26 mm) and another resolute onyx des (3x26 mm) was implanted upstream to a resolute onyx des (2.75x22mm) to cover a dissection. Stent thrombosis was observed and treated with medication.